Event description:
This is a spontaneous report by a physician from (B)(6) of aseptic peritonitis in a patient coincident with nutrinealperitoneal dialysis (pd) therapy. On (B)(6) 2010, the physician reported a patient experienced aseptic peritonitis (date, time of onset and duration not reported). Event outcome and action taken with nutrineal were not reported. The reporter's assessment of causality was possible for the event and nutrineal. Multiple reports were received from the same physician.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required